Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on its own the previous night. He stated that the cns was not connected to a ups but was connected to an emergency power outlet. While on the call, he mentioned that a "no sync" error message displayed, then it was flickering back on. The on-call bme was unsure if the hospital performed a generator test or if the cns was powered on or connected to a kvm. He wanted to wait until the regular bmes returned, so they could help troubleshoot this. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on its own the previous night. No patient harm was reported.